Event description:
There was no patient involved in this event. The device is switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in august 2009 and performed to specification up to 18th january 2015. During this time a new pad-pak was installed. Multiple manual power ups, three of ten minutes duration were observed on the 22nd january 2015. On the 25th january 2015 the device passed an auto self-test and continued to perform to specification up to the 3rd may 2015. Further multiple manual power ups, three of ten minutes duration were observed between the 6th may 2015 and the final history log entry on the 8th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of events and the 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.